Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2011 and no other similar event has been reported, neither concerning trend has been identified. Based on investigation findings, the most likely root cause of reported event has been assigned to an electrical failure of the switching power supply, likely due to deterioration of internal electrical components over time. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 hlm console. The incident occurred in belgium. Based on follow-up communications, livanova field service engineer (fse) found low insulation resistance (below than 100k), indicating a high leakage current. An alarm was displayed on electrical board of the operating room. No short circuit occurred. The unit was re-tested and gave alarm, thus the power supply and power cable were replaced as per precaution. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an insulation alarm on the s5 hlm (heart lungh machine) console was triggered several times for a short period during procedure. There was no patient injury.